Event description:
Patient was unable to get the meter to power on. Patient contacted md for medical advice and was treated by a medical professional. No information on what patient's blood glucose reading was at the md's office or what patient was treated with. There is no information on whether patient experienced any symptoms prior to testing. Customer service was unable to resolve the issue even after replacing the battery. Medical affairs is reporting this case as a malfunction, since there is no evidence of a serious injury.